Event description:
Pt had thermometer foley placed in the ER on admission. Foley cares where being done and staff noticed the foley was sliding out. Pt was posturing and bearing down and the foley continued to slide all the way out. The balloon on the foley was no longer inflated. The balloon was checked with a new flush and there was a hole in the balloon. Numbers from catheter.